Event description:
Additional information received from the patient's health care provider (hcp) reported the cause of the infection was unknown and no troubleshooting was done.

Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot # v016982, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot # v016982, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
A consumer reported the patient had an infection at the implantable neurostimulator (ins) site. The infection was noted fairly quickly after implant in 2011. A revision was done and the implantable neurostimulator (ins) was removed. A new ins was implanted about three months later. No cause or troubleshooting/diagnostics were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.